Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2012 alleging an unspecified error message. The patient mentioned that on (B)(6) /2012, at an unspecified time the patient noticed an error message; however, does not recall the reading. Approximately 6 days later he developed symptoms of feeling unusual strangury. The patient denied seeing any medical attention or contacting their physician for assistance. The patient did not have test strips with them at the time of the call and the alleged issue was not resolved over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The symptoms are not suggestive of a serious injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Product was replaced and requested back. G5:510 (k) # is k110637.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings: the reported complaint was observed on the meter's error log; however, pa was unable to reproduce failure in meter testing. The test strips involved with this complaint were evaluated and er4 was observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.